Event description:
It was reported that externalized conductors were observed via fluoroscopy. Noise and increased impedance measurements were also noted. The lead will be monitored.

Manufacturer narrative:
No medwatch form was received.